Manufacturer narrative:
Dates of event and implant: estimated dates. The device was not returned for evaluation. The device remains in the patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects of myocardial infarction and stenosis, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and stenosis are listed in the xience everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional unk rx prime and unk rx xpedition devices referenced are being filed under separate medwatch reports. The additional patient effect of patient death referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying xience v, xience prime, and xience xpedition that may be related to death and serious injury. Details are listed in the attached article, titled randomized comparison between 2-link cell design biolimus a9-eluting stent and 3-link cell design everolimus-eluting stent in patients with de novo true coronary bifurcation lesions: the begin trial.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.